Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power with a cracked battery compartment. It was noted that the battery cap was not able to attach securely to the pump. The patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500 mg/dl with no reported additional signs or symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.